Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the "connecting part was contaminated by the patient's hand". The patient was hospitalized for peritonitis. Treatment details were not reported. Extraneal and physioneal remained ongoing. The day prior to this report, the patient was discharged from the hospital. At the time of this report, the patient is recovering. The patient was expected to be retrained on proper aseptic technique the following day. No additional information is available.